Manufacturer narrative:
Other text: a1, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received with its original packaging label, in used condition, and decontaminated inside a zip lock bag. Per visual inspection, the received unit was observed to present delamination in the distal end hl swivel return connector and three (3) lumen tube join. Per functional testing, the unit failed the leak test. The complaint was confirmed. The root cause was the lack of solvent during manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. An awareness notification was made to production personnel to explain the importance of adhering to, and following, manufacturing procedures.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check water leakage was found on the tubing system. This problem was solved by replacing with a new tubing set. No patient was involved.